Event description:
The chief tech at a dialysis facility reported that the casters on a portable ro machine were too small, and the support legs were bending. Chief tech expressed a concern that a nurse could be injured if the caster fell off and the machine fell over.